Event description:
On 10apr2026, a representative at an optical shop in brazil reported a patient (pt) experienced a burning sensation and ¿itching (affected eye not provided) upon insertion from the blister¿ and at the end of the day experienced pain in (B)(6) 2025 while wearing an acuvue® oasys® for astigmatism brand contact lens (cl). The pt ¿cleaned the eyes with saline solution after removal lenses and experienced irritation.¿ the representative reported the pt visited different eye care professional¿s (ecps) for multiple visits beginning in (B)(6) 2025 and was using an unknown eye drop due to discomfort. The pt did not notice anything unusual with the appearance of the cls upon removal. The pt is wearing glasses now and has not tried to wear cls since the event. The representative will provide additional medical information. On 13apr2026, additional information was received from the representative at the optical shop. Ecp visit (B)(6) 2025: ¿hyperemia and pain in the right eye for 1 day. Uses soft contact lenses. On examination, the right eye (od) is hyperemic; the cornea shows positive fluorescein staining in the 7 o'clock region, with no infiltrates. Treatment: lubricant + moxifloxacin every 6 hours.¿ ecp visit (B)(6) 2025: ophthalmology ¿ consultation only the pt reports itching and discomfort in both eyes (ou) for approximately two weeks. There was a recent episode of epithelial defect in the right eye (od), treated with moxifloxacin. No other ophthalmologic complaints. Exam: od: ¿quiet eye; transparent cornea with a leucoma at the 7 o'clock position; positive fluorescein staining; clear anterior chamber; meibomitis and collarettes. Blepharitis¿. On 16apr2026, the pt provided additional information. The pt reported issues, starting in oct2025. The pt does not have additional notes from the ecp that provide a diagnosis. The pt reported symptoms of burning sensation, itching and discomfort ¿sometimes upon insertion from the blister and sometimes after a period of wearing¿ cls. The pt does not recall the diagnosis provided by the ecp during the prior ecp visits. The pt reported after the visit, cl wear was suspended for 45 days, then the pt returned to cl wear on (B)(6) 2025. The pt does not remember any additional details but believes the medication was prescribed was for 7 days (additional details not provided). The pt will verify if the medication note is available and will send for evaluation. The pt is an experienced wearer of the cl brand. The pt was asked about the leucoma/scar noted in the ecp visit dated (B)(6) 2025. The pt reported that the ¿scar on the od is not related to the cls.¿ pt stated, ¿has it since a long time ago.¿ calls were placed to the pt¿s treating ecp on (B)(6) 2026 to verify the pt¿s diagnosis and treatment, but no additional information was provided. The pt¿s od leucoma event is being reported as a serious adverse event as we were unable to verify the pt¿s diagnosis and treatment. A comprehensive review of the manufacturing records for lot number b0177tm was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. It is unknown if the pt¿s od suspect cl is available for return for evaluation. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.